Event description:
Initial reporter indicated to a manufacturing consultant that their pt was having an increase in their seizures over their pre vns seizure rate and their dcdc code on their systems test had gone from a dcdc 2 to dcdc 0. The pt has not had any fall or injury preceding the dcdc 0. At this time unk cause of the pt's increase in seizures is related to the pt's dcdc 0. The pt's medications were titrated and the pt will be scheduled for a prophylactic generator replacement before it reaches end of battery life. The lead will be evaluated in the or for a possible short circuit condition.